Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient confirmed that they have had an issue trying to recharge and was unable to charge the ins since (B)(6) 2015. The patient had a lot of personal issues with their wife's health during the event. The last time the patient felt the stimulation or was able to communicate with the programmer was in (B)(6) 2015. Recharging best practices were reviewed with the patient but they got a reposition antenna screen on the recharger. Repositioning the antenna did not resolve the issue. They were also unable to communicate with another external device. It was noted that the ins might be in an overdischarge (od) state. The patient did not have a managing healthcare professional (hcp) for the device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient saw a power-on-reset (por) message related to the overdischarge issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that manufacturer¿s representative reported that they had met with the patient because they had mentioned that they were unable to charge the ins battery. The last time the patient had charged was approximately 4 months ago. The representative was not able to communicate with the ins and that it appeared the battery was in an od state. The issue was reported as due to patient non-compliance. The trickle charge process was explained to the patient in great detail and they were to perform over the weekend at home since they did not have a managing physician for the device and their primary care physician would not allow it to be done in their office. The importance of not turning on the stimulation at any point of the trickle charge procedure was explained to the patient. They understood once they got to the normal charge screen they were to charge the ins battery all the way up and keep it charged until they were seen by the representative. Further information received the next day from the patient confirmed that they met with the representative for a physician mode recharge (por) because their ins was in an overdischarged state. They stated that they successfully pulled the device out of the od and was able to recharge. Follow up information received on march 2, 2016 from the representative reported that they met with the patient and successfully reset the ins battery after the od episode. The patient was reported as receiving stimulation once again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included non-malignant pain. The patient reported receiving the poor communication screen on their patient programmer, and was unable to communicate using their recharger. It was unknown when the patient last felt stimulation or when the last successful recharge was. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.